Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2012-02144 and 1627487-2012-02146. It was reported the patient had gradually lost effective stimulation coverage. It was reported the leads showed no evidence of migration, fracture or impedance issues. The patient reported he was charging his ipg more frequently and for longer periods of time. The physician decided to explant and replace the patient¿s leads and ipg on (B)(6) 2012. No further issues were reported.

Manufacturer narrative:
Results- visual examination of the lead revealed no anomaly except one compression mark approximately 24 cm from the stimulation end. The alleged failure could not be confirmed through product analysis testing alone. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.